Event description:
Caller reported a malfunction on the pump, specifically a code malf 16- 0x20e6, although no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer reverted to multiple daily injections (mdi) as a backup therapy, and tandem technical support arranged for a replacement pump. The customer was informed about the updated software in the new pump and given instructions on returning the faulty pump and preparing it for return. These instructions were acknowledged and understood by the caller.